Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer and the following additional information was provided that two force bipolar instruments with broken or dislodged molded insulators and one grip appeared to be completely detached from one of the force bipolar instruments. Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 8mm force bipolar instrument had a dislodged tip.